Manufacturer narrative:
(This follow-up MDR ws mailed to the FDA on 07/08/1998). Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearancde of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
After iabp for less than 24 hours, the iab leaked. Blood was noted in the tubing and the iab was removed. (Multiple event). The following was reported to datascope on 06/17/1998: there was no pt injury or complication as a result of the event. Another iab was inserted into the pt. (Event complications): none from the event - reported 05/15/1998 & 06/17/1998. (Pt's current status): stable - reported 05/15/1998.